Event description:
The primary surgery was performed in 2004 for femoral trochanteric fracture. About 3 1/2 months later, the pt had pain, and x-ray showed that the lag screw moved forward (toward acetabulum). Revision surgery was done 2 days later.